Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was reportedly admitted to the hospital and was in a coma due to hyperglycemia; was treated with insulin. Customer alleges blood glucose level was 40 mmol/l when she was revived and then pump displayed an e4 (occlusion) error message. Caller alleges error message displayed too late. Requested return of the alleged device for evaluation.